Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. The balloon was inflated twice at 14 atmospheres respectively; however, during second inflation for 1 minute, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.